Manufacturer narrative:
Concomitant medical products: dtbb2d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial under-sensing was noted on stored electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.